Event description:
Caregiver called stating that the seat positioning strap on the tdxsp-mcg power chair has allegedly broken, not sure how it happened. Also stating that the headrest does not stay attached and the front riggings came detached. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143190 rev h (mar-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition is stated as having cerebral palsy. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The user's caregiver called stating that the seat positioning strap on the tdxsp-mcg power chair has allegedly broken. The user had allegedly fallen out of the power chair due to the broken strap but suffered no injury. The owners manual states a warning on page 17, "the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." Caregiver stated that he did not know how the strap became broken. Caregiver also stated that the headrest does not stay attached causing the user to sit with his head tilted. The front riggings on the power chair have allegedly become detached from the chair with no explanation. Page 77 in the owners manual states as important, "every six months, and as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing." It is unknown how often the power chair is serviced. There was mention that the seat positioning strap has been replaced quite often for the user. The malfunction has not been confirmed.